Manufacturer narrative:
Results: the 3max was ovalized from approximately 136.0 ¿ 145.0 cm from the hub. The length of the catheter was measured to be approximately 156.0 cm. Conclusions: evaluation of the returned 3max revealed a flattened region on the distal catheter shaft. If the device is navigated through tortuous anatomy, it may interact with other devices or patient anatomy causing the catheter to flatten. This ovalized region likely contributed to the resistance experienced when attempting to retract the 3max into the ace68 identified in the complaint. Further evaluation revealed the effective length of the catheter was out of specification. If the device is forcefully retracted against resistance, the device may stretched. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt resistance while retracting the 3max within a penumbra system ace 68 reperfusion catheter (ace68) during the first pass. The physician, therefore, removed the ace68 with the 3maxc and guidewire. Upon removal, the physician noticed the 3maxc was stretched. The procedure was therefore completed using a new 3maxc and the same ace68. There was no report of an adverse effect to the patient.